Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the 4 west pyxis machine had power failure. The field service engineer resolved the issue by replacing the drawer controller. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had power failure.the customer reported that the pyxis has died and there was a delay in patient care.there were no adverse events or injuries reported based on this event.